Manufacturer narrative:
Na.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During preparation of the first ntw clip (cds0705ntw lot 41029r1090), a malfunction of the grippers was observed. One gripper would not lower. This clip was replaced with another of the same model (cds0705ntw lot 41029r1114), but implantation was unsuccessful due to difficulty capturing the leaflets in part by the patient¿s challenging anatomy, which included a short posterior leaflet (8¿9 mm), extremely thin leaflets, with small calcium spots at the base. This clip was replaced with model cds0705xtw (lot 50227r1034), which was successfully implanted in the a2/p2 position.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet capture resulting in unspecified tissue injury (leaflet injury) appears to be related to patient conditions (short and thin posterior leaflet with small calcium spots at the base). Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During preparation of the first ntw clip (cds0705ntw lot 41029r1090), a malfunction of the grippers was observed. One gripper would not lower. This clip was replaced with another of the same model (cds0705ntw lot 41029r1114), but implantation was unsuccessful due to difficulty capturing the leaflets in part by the patient¿s challenging anatomy, which included a short posterior leaflet (8¿9 mm), extremely thin leaflets, with small calcium spots at the base. This clip was replaced with model cds0705xtw (lot 50227r1034), which was successfully implanted in the a2/p2 position.